Event description:
The account alleged that the wheels where locked, but the bed was moving a little. No pt impact.

Manufacturer narrative:
The tech found upon inspection that when the wheels where locked and you tried to move the bed the wheels moved from side to side due to the wheel supports being broken. The tech replaced all wheel supports and the bed is now working properly.